Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose of 51 mg/dl treated with oral carbohydrate (coke), after which glucose rose to about 160 mg/dl and remained steady despite an active job, and the user expressed concern that persistent readings around 160 mg/dl contributed to an increase in a1c from 6.8 to 7. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.